Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they walk up a hill, go for a walk with their dog they feel a pounding in their chest and when they lay on their left side they feel a buzzing. Patient stated that they can lay on their right side and they won't feel anything. The patient also expressed concern that their cardiac resynchronization therapy defibrillator (crt-d) was not working "in any fashion". The device is still in use. No further patient complications have been reported as a result of this event.